Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to MFR report # 3005099803-2008-04854 for a description of the second device. A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately twenty-nine minutes into the procedure, the prolieve catheter's prosthetic balloon leaked. The procedure was not completed due to this event. No pt complications were reported as a result of this event. The pt's condition was reported as "fine."

Manufacturer narrative:
The device has not been returned, therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.